Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a hip procedure, the threaded tip of an impactor broke and remained lodged within the cup. Intra-operatively, the tip separated from the instrument while the cup was being impacted, became stuck in the cup, and was not removed by the surgeon, leaving the fragment in situ. The patient had no known impact or consequence. Attempts have been made and no further information has been provided.